Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging inaccurate results. The control solution is designated to produce a reading between 123.0-163.0 mg/dl and the reporter received a result of 118mg/dl. This complaint is being reported because, the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.